Manufacturer narrative:
The reagent appearance was acceptable. The quality control (qc) was in range at the time of this incident. All positive patients have been repeated for several days and there are no additional issues with falsely elevated troponin I samples. This leads to a sample specific cause for the initial elevated result that did not repeat. Preanalytic variables can affect the quality of the sample. While there is insufficient information to determine the cause of the false results, preanalytic factors as the causative agent cannot be ruled out. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A discordant high advia centaur xp troponin ultra (tni-ultra) result was obtained for a patient sample. After four hours, a second sample from the same patient was tested and the result was negative. Both samples were repeated and the results were negative. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant tni-ultra result.